Event description:
It was reported that a patient reused single-use supplies during initial drain of peritoneal dialysis therapy. The home patient (hp) performed a partial swap out of supplies as they did not change the bags when the cassette was changed. The technical service representative (tsr) performed a review of proper procedure with the patient and explained that therapy must be started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, involving a partial swap of supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.